Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grave IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grave IV.

Event description:
Healthcare professional reported right side ¿capsular contracture" baker grade IV and "deformation". The device has been explanted.